Event description:
The customer stated that he was hospitalized due to high blood glucose readings over 600 mg/dl. The customer stated that he had changed out his infusion set two times prior to being hospitalized, but his blood glucose levels remained elevated. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. All of the programming on the insulin pump was correct.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.